Event description:
It was reported that the vertical column on the 9800 sys will not go down. Another sys was used to finish the case. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply. The sys was tested and found to be working as intended and placed back into svc.